Event description:
A neurologist reported that their patient had high lead impedance. Their device was programmed off on (B)(6) 2013 the patient's parents do not want to have revision surgery performed at this time. X-rays have not been ordered at this time. There was no reported fall, manipulation or trauma prior to their high impedance being attained. The patient's device had been previously disabled shortly after being implanted in 2007. The system was programmed back on in (B)(6) 2012.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received from the physician which contained the patient¿s programming history. From the written programming history which was provided by the physician, the patient¿s last settings on (B)(6) 2013 were output current= 0 ma/ frequency= 20 hz/ pulse width= 250 usec/on time= 30 sec/off time= 1.1 min / magnet output current= 0 ma/ pulse width= 500 usec / on time= 60 sec. System diagnostics showed output status= limit / lead impedance = high.

Event description:
Revision surgery is being planned, however no known surgery has occurred to-date. Additional relevant information has not been received to-date.